Manufacturer narrative:
(B)(4). Upon completion of the investigation, it was noted that the images were taken of the ¿as received¿ valve. The position of the cam when valve was received was 160mmh2o. The valve was hydrated. The valve was visually inspected; no defects were noted. The valve was tested for programming with programmer 82-3126 with serial number (B)(4) and programmer 82-3190 with serial number (B)(4), the valve failed the test, the cam mechanism did not move during the programming process. The valve was flushed, the valve passed the test no occlusion was noted. The valve was leak tested, no leaks noted. The catheters were irrigated, no occlusions were noted. The valve was reflux tested. The valve passed the test. The valve was dried. The valve was then pressure tested at 160mmh2o, the valve passed the test. The valve was dismantled and was examined under microscope at appropriate magnification: biological debris was found on the spring, on the spring pillar, on the cam mechanism, on the cam mechanism pillar, and on the base plate. The cam magnets were also controlled. The magnets passed. Review of the history device records confirmed the valve product code 82-3100, with lot crkbyn, conformed to the specifications when released to stock on the 12th september 2014. The root cause of the problem reported by the customer is due to the biological debris found on the spring, on the spring pillar, on the cam mechanism, on the cam mechanism pillar, and on the base plate. Based on the results of this investigation, no further action is required. Trends will be monitored for this and similar complaints. At the present time this complaint is closed.

Manufacturer narrative:
UDI: gtin unavailable, product made prior to compliance date: (B)(4). Upon completion of the investigation a follow up report will be filed.

Event description:
The reported valve was implanted with vp-shunt to a (B)(6) girl patient (who was suffering from noncommunicating hydrocephalus) on 2015 (doi and the initial setting were unk).the valve worked fine until last year, but since (B)(6) 2016, the pressure setting couldn¿t adjust. No symptom was seen, so the patient¿s condition was kept to be monitored for a while. However, the split ventricle symptom appeared at the end of (B)(6) 2017, and the valve was removed from the patient¿s body and certas valve was implanted instead (the article number, doi and the initial setting are unk) on (B)(6) 2017. There is no further information provided by the hospital.